Event description:
It was reported that the right ventricular lead exhibited loss of capture. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that all four tines were missing as received. The proximal insulation was abraded at 52.0 mm to 53.0 mm from the connector pin, due to friction with another device. The proximal coil was exposed in the same area.